Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when the system cut the flap about two-thirds which resulted in incomplete flap. The day before surgery, the system was not started well. Additionally, the continuous curvilinear capsulorhexis was performed only half. When anterior capsulectomy was performed manually, cutting expanded to posterior capsule. Then, a planned lens could not be inserted, and the surgery was completed on extracapsular fixation. There's no patient harm. According to the surgeon, the insufficient anterior capsule incision and posterior capsule rupture were not related to system. It was caused due to patient factors and surgical technique.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Per the amended report description, insufficient anterior capsule incision and posterior capsule rupture were not related to the system, but were caused by patient factors/surgical technique, according to the physician's opinion. The system was found to meet specifications. Therefore, the root cause of the reported event is clinical factors. The manufacturer internal reference number is: (B)(4).